Manufacturer narrative:
The insulin pump had a blank display due to moisture damage on the electronic assembly. It was also received with a cracked reservoir tube lip, minor scratches on the display window and cracked case near display window corners. All buttons functioned properly. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she went into the pool wearing the insulin pump. During troubleshooting, she confirmed the insulin pump was not dropped and only had a scratch on the left side of the screen, but she could see fluid under the display. Blood glucose value 164 mg/dl. She was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.